Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
It was previously reported on MFR # 0001822565-2020-00377-1 that this device was not related to the event. However, upon receipt of additional information, it is now verified that this device is related to the event. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The femoral component and articular surface are not compatible, however, the potential harm for this incompatibility is patella impingement at high flexion. No indication of the off-label use contributed to the stiffness. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was previously reported on MFR # 0001822565-2020-00377-1 that this device was not related to the event. However, upon receipt of additional information, it is now verified that this device is related to the event. From additional information, it was reported that the femoral and tibial prosthesis were implanted during initial procedure. The surgeon did not implant an articular surface as they were too large. The patient underwent a revision procedure due to stiffness and an articular surface was implanted. No products were removed during the revision procedure.

Manufacturer narrative:
(B)(4). UDI #: (B)(4). Concomitant medical products: nexgen femoral component catalog # 00595001601 lot # 63178828, nexgen tibial component catalog # 00598004702 lot # 64191109. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The event was initially reported on 0001825034-2019-04177. Multiple MDR reports were filled for this event: 3007963827-2019-00297, 0002648920-2019-00752. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient has been indicated for revision procedure approximately nine months post-implantation due to stiffness. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.